Manufacturer narrative:
Valve malposition are known potential complications associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for the malposition of the valve is unknown; however, it may be related to procedural factors (device manipulation during valve deployment, difficulty visualizing the radiopaque surgical valve). There was no allegation or indication a product deficiency malfunction contributed to this adverse event complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, a 29 mm sapien 3 valve was implanted too ventricular inside of a surgical valve in the mitral position. The final position was too deep in the left ventricle due to a control issue during the end of the thv deployment and difficulty visualizing the radiopaque surgical valve. The patient was converted to open heart surgery and the valve was explanted. The patient was stable.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.